Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. As the device was not returned, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent urinary incontinence, likely due to urethral atrophy from the device cuff. The device was replaced. No further patient complications were reported.